Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the burning sensation was unknown. The rep confirmed that the replacement occurred on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the patient felt a pop in her low back medial to her stimulator battery and felt pain in her right leg. Patient was sitting down when it happened and nothing traumatic happened that would have caused pain. No environmental/ external/ patient factors related to the reported issues. It was reported that the manufacturer's representative (rep) performed impedance check and all impedances were within normal limits. Patient stated her stimulator was still working correctly and does not need reprogramming. X-rays were done and per x-rays no lead moved. No actions/interventions taken at this time. The issue has been resolved. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that the patient fell at home and wanted her ins to be checked. It was reported contact 2 showed "avoid". It was not being used in her programming. Patient reported that the stimulation had not changed. It was reported that adaptive stim was programmed. Additional information was received from the rep. It was reported the cause was not determined. Additional information was received from the rep. It was reported that the patient was scheduled for battery reposition and replacement on (B)(6) 2018. Reporting burning at battery site so the hcp wants to move battery to the opposite side and replace the battery.